Manufacturer narrative:
Conclusion: other for anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications. The device was returned with the stent delivery system used in the procedure. Visual inspection of the device noted that it was bent 120cm and 140cm from the proximal end. The polytetrafluoroethylene (ptfe) coating was found to be slightly peeled off in several places in a region between 125cm to 145cm from the proximal end. From the condition of the device, it appeared that the ptfe coating has been scrapped off the guidewire with a sharp object. Based on the information provided and the investigation, it was not possible to determine the cause of the ptfe coating damage. No anomalies were noted to the device that could have caused or contributed to the reported vessel rupture and intracranial hemorrhage. Vessel rupture and hemorrhage are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported during the manipulation of the devices the posterior communicating artery ruptured. Protamine was given, dose was not disclosed, to reverse the anti-coagulation in response to the rupture and the patient suffered an intracranial hemorrhage. The patient was reported to be "not doing well" immediately after the event and no other information was provided as to the current condition of the patient.

Event description:
It was reported during the manipulation of the devices the posterior communicating artery ruptured. Protamine was given, dose was not disclosed, to reverse the anti-coagulation in response to the rupture and the patient suffered an intracranial hemorrhage. The patient was reported to be "not doing well" immediately after the event and no other information was provided as to the current condition of the patient.